Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were having excruciating pain around the ins with a little swelling as well as pain going down the leg. The patient also reported you can see the imprint of the device below the skin very easily. Problems started at least 3 weeks ago but had been really bad the last couple of days. Patient would like to turn therapy off but couldn't because they lost their programmer in a move. Patient reported when they contacted their managing doctor's office for help they were told to call [manufacturer], and said the doctor could not see the patient until the fall, despite patient telling them it was a medical emergency. Patient services reviewed option to order a replacement programmer however reviewed expectations that it may take several days to process and ship. Patient asked if there is a local manufacturer representative (rep) who could turn the device off for them. Patient services emailed field staff regarding request. On 2025-jul-30, the patient stated that they attempted to contact the the healthcare provider (hcp) but the hcp won't help until the rep is there to assist. Caller stated that they still hadn't heard from a rep and were in so much pain they couldn't sit down. Agent provided nas number to call in the event the decide to seek medical attention. Agent sent another message to field staff. The rep reached out to the patient and was meeting the patient on 2025-jul-31 to see what was going on.